Event description:
It was reported that the platform failed, but no details were provided. No adverse event reported.

Manufacturer narrative:
Platform was fun for 15 minutes, no operational issue were noted. However, head restraint bracket, load plate cover, front enclosure, bottom enclosure and battery lock were damaged; lcd display backlight was not functioning and enclosure screws were missing. All damaged/missing parts were replaced. Archive file noted that a small object/patient was placed on the platform; no other issues were recorded in the archive file. No adverse event reported.